Event description:
It was reported that during a lap gastric bypass procedure, after firing the stapler, the surgeon could not get the jaws to open up. The surgeon had to fire on each side of the stapler to cut the old stapler out of the tissue. They went to the left side of the product to finish the case. Prolonged the case 30-45 minutes.